Manufacturer narrative:
(B)(4). Pump passed the displacement test and self test. No unexpected low battery alert, replace battery alert or replace battery now alarm noted. However, pump received with a high sleep and active current measurement test, problem isolated to the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm after low battery alert. Customer stated that the battery life diminished. Customer used the suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.